Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that when the customer runs the total parenteral nutrition (tpn) medication on, the bag empties early. Even though the pump shows a reading of 600 ml infused, the bag of tpn is already empty. The device was updated with a new software and the customer was not sure if the update has something to do with this issue. There was patient involvement and no human harm reported.

Event description:
The customer provided additional information on the event as follows: they received a work order on (B)(6) 2022, stating that the pump infused 600-645ml; however, it was noticed that the bag of total parental nutrition (tpn) was emptied while the infusion started with 1000ml. The issue was resolved when another pump was used. This customer site is currently checking on drug library programming at this time. There was no adverse event and no medical intervention reported.

Manufacturer narrative:
Additional information can be found in b5 and h6.

Manufacturer narrative:
The pump's event alarm log history was reviewed as part of the complaint investigation. No significant alarms were identified as a result of this analysis. The following equipment was used during the complaint investigation: saline bag lot # 5604784. Primary plum set list # 14679-28 lot # 5151926. Secondary plum set list # 14230-28, lot # 5841433. The investigation began by performing the preventive maintenance inspection and testing on the device. The device passed the visual inspection and there was no evidence of physical damage or contamination. The device passed all performance verification testing (pvt), most notably the volume accuracy test results were 20.03 ml (acceptance range 19 ml - 21 ml) and the volume accuracy was 99.85 %. The pump was programmed to run the perceived customer protocol with a rate of 200 and a volume to be infused (vtbi) of 1000 ml (the customer's reported amount). The saline bag had approximately 1,250 ml of fluid in when the test started. The results of the perceived protocol were volume infused = 1,003.56 ml and the volume accuracy was 99.65 %. The customer¿s complaint of the device performing an inaccurate over-delivery could not be confirmed and a probable cause could not be determined. D9 - date returned to mfg: 21-sep-2022.

Manufacturer narrative:
Additional information can be found in b5, d10 and h6.

Event description:
The customer provided additional information on the event as follows: there was no delay in therapy nor medical intervention required as a result of the event. The issue has not been resolved, the pump is currently sequestered. The patient's status never changed. The infusion setup was as follows: tpn was set on the primary line and lipids were infusing on the secondary line. The bags were empty when the issue was noted. The customer stated that there was at least 50ml as there is 50 ml of overfill in each tpn as a response to when they were asked how much fluid was expected to be left when the issue was noted.